Manufacturer narrative:
No report of patient involvement. The date of device manufacture was unavailable at time of MDR filing. The on/off switch was replaced to correct the reboot issue. The unit was returned back to service.

Event description:
During the depot repair center check, the ge healthcare depot repair center technician found that the unit would reboot due to the on/off switch issue. There was no patient involvement.